Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed undersensing. There were episodes with anti-tachycardia pacing (atp) therapy delivered which was unsuccessful. It was noted that there was rate smoothing pacing leading to a delay in atp which sometimes dropped in and out of the zone. The ventricular tachycardia (vt) was slow, around 130bpm, and the patient was having a lot of episodes with atp no conversion. The physician was able to manually treat the patient with atp which was successful. A non-invasive programmed stimulation (nips) was performed and it was noted they could induce vt around 115bpm and had to lower the vt-1 rate cutoff. Many inductions were performed and broke with atp and also 2 joule shocks. The physician decided to leave rate smoothing off and the device recognized and treated appropriately. Technical services (ts) reviewed the electrogram and indicated that the device functioned normally; however was clinically inappropriate.